Event description:
It was reported that there was charring and electrical issues. The lesion being treated was located in the right coronary artery. The physician began using a intellatip mifi xp temperature ablation catheter to treat the target lesion. It was noted that the generator had low power and a very high impedance. The physician repositioned and reset the catheter, however invalid ID and check catheter error codes appeared. The physician attempted to reset the generator two more times and then decided to remove the catheter from the patient. Upon inspection of the catheter, a large amount of char was identified. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned device has a char in the tip. The ablation was verified by using the maestro generator 3000 and the d10 error code "replace catheter invalid ID" was displayed on the maestro screen. Electrical test found the returned device was within manufacturing specifications. The handle was opened and it was found that the receptacle was wired improperly since the short resistor lead was assembled incorrectly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that there was charring and electrical issues. The lesion being treated was located in the right coronary artery. The physician began using a intellatip mifi¿ xp temperature ablation catheter to treat the target lesion. It was noted that the generator had low power and a very high impedance. The physician repositioned and reset the catheter, however invalid ID and check catheter error codes appeared. The physician attempted to reset the generator two more times and then decided to remove the catheter from the patient. Upon inspection of the catheter, a large amount of char was identified. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status was fine.